Event description:
It was reported by the patient's husband that the patient puffs a lot and the implantable pulse generator (ipg) had settings changed. The device remains in use. No further patient complications have been reported as a result of this event.